Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted to the hospital for low blood glucose levels and pneumonia. Troubleshooting was performed and the insulin pump passed the tests. No high pressure test was performed because the customer did not have a tubing clamp.